Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box and history revealed no related issues. The pump¿s basal totals in the total daily dose correlate appropriately to the programmed basal rate. The last basal delivery in the pump¿s history was on (B)(6) 2014. The pump successfully completed a prime sequence, bolus deliveries, and a 24-hour exercise test without issue or alarm. The pump¿s delivery accuracy was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that she was having issues with the pump and that she had high blood glucose (bg) and was in the hospital. The patient did not provide details of bgs or hospitalization, and did not specify what issues she was having with the pump. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced high bgs requiring hospitalization related to an unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.